Manufacturer narrative:
Product was not received at the time of this report; therefore, no physical or visual analysis of the product could be performed. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates the production operators are instructed to 100% visually inspect for any obvious defect prior to shipment. As noted in the device instructions for use (dfu), "free movement of the guidewire within the catheter is an important feature of a steerable guidewire system because it gives the user valuable tactile information. Test the system for any resistance prior to use." At this time, it is not possible to assign a definitive root cause for the event as reported. If there is any further relevant information received, a follow-up medwatch report will be submitted.

Event description:
Event description: device lost all power and seldom worked. Additional information provided by the distributor reported that the catheter and thruway guidewire were stuck together and had to be removed from the patient as one unit. No patient complications.

Manufacturer narrative:
Device evaluation: as received, the specimen consisted of one each unidentified thruway device; returned coiled, loose and double bagged in "zip-lock" style poly biohazard pouches. The specimen wire was returned following removal from the jetstream device. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates the production operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The specimen presented dried blood adhered to the distal coil segment and extensive bend/kink damage scattered over the length of the device. The distal coil presented stretched coil wraps distal of the proximal coil to core wire joint. All joints appeared to be correct and intact. Our investigation was unable to confirm that the product did not meet specification prior to shipment. The investigation concluded that the product met specification at the time of shipment. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appeared that clinical and/or procedural factors have contributed to the event as reported. If any further relevant information is received, a follow up medwatch report will be submitted.